Event description:
Procedure: total gastrectomy (open surgery). It was reported that during use of the blade electrode, the mode was changed to spray-coag to stop bleeding at which point a beam of energy emitted from the electrode burning the patient at the peritoneum. According to the distributor (initial reporter), the disposable (one time use) blade electrode appears to have been reprocessed and reused. The distributor states only the blade electrode was returned to them from the end user. The returned electrode has a hole due to melting of the yellow plastic portion (near connection of the pencil), exposing metal parts inside the plastic. The distributor also stated the end user admitted to laying the blade electrode down (while inserted in the pencil) onto other instruments during the total gastrectomy.